Event description:
It was reported that the patient was found dead by the police. Oversensing on the rv lead was suspected. Pathological examination is ongoing. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the leads were returned for analysis. Prior to the analysis of the returned devices, the manufacturing process for the ICD and the leads was reviewed. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly, the final acceptance test proved the ICD and the leads to be fully functional. The ICD was interrogated, revealing the mos1 battery status. The device was implanted for 56 months and 45 charging cycles were recorded in the devices memory. The memory content of the ICD was inspected. During analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery. On (B)(6) 2023 the patient went into ventricular fibrillation (episode 1678) which was ineffectively treated with shock delivery as the shock impedance was measured >150 ohms. The device data documented shock impedances of >150 ohms as well as left ventricular pacing impedances of >3000 ohms since (B)(6) 2023. Therefore, the impedance measurement functions as well as the sensing functionality of the device were thoroughly tested and proved to be fully functional. The device sensed the attached heart signals free of noise and the sensed signals as well as the measured impedances were normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. Next the solia lead was visually inspected showing multiple signs of wear along the lead body. However, the insulation was still intact. The mechanical and electrical analysis did not reveal any peculiarities. The analysis of the sentus lead revealed multiple cuts in the insulation most likely resulting from the explantation procedure. No further deviations were noted. In particular the electrical analysis did not reveal any peculiarities. The plexa lead was visually inspected showing multiple signs of wear along the lead body. In particular between 49.5 cm and 57 cm distal to the df4 connector pin the insulation was multiply rubbed through which can be considered the root cause of the reported oversensing resulting in shock delivery. Furthermore at 49.5 cm distal to the df4 connector pin the conductor cable to the shock coil was found fractured which can be considered the root cause of the out of range shock impedance. Based on the characteristics of the damage, it is reasonable to assume that the plexa lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. Interaction with another implantable device such as a nearby lead should be taken into consideration. In conclusion, the data as well as the product analysis showed that the patients ventricular fibrillation that occurred on (B)(6) 2023 could not be treated with an effective shock due to the insulation damage of the lead. The characteristics of the damage indicate severe wear of the lead. The analysis of all available products did not show any indication of a material or manufacturing problem.